Event description:
It was reported that while preparing for an implant procedure, the medical equipment company representative interrogated the device and the battery was low. The device was not implanted and it remains in the box. No patient involvement has been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.